Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins battery was low or ¿near end¿ after 3.5 years of implant. There were no further complications reported or anticipated.

Manufacturer narrative:
See manufacturer¿s report #3004209178-2017-11678 for the patient¿s other device issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their battery replaced on (B)(6) 2017. The device was replaced as they had the settings on too high. No further complications were reported or anticipated.